Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, but when the issue recurred, they arranged to replace the pump. The caller was informed about the shipment of a replacement pump with updated software and received instructions for its setup and the return of the faulty device. The caller acknowledged and understood these instructions, although no backup therapy was available, and it was recommended to contact a healthcare provider.